Manufacturer narrative:
Analysis identified high resistance of the pump battery.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID neu_unknown_prog lot# serial# unknown implanted: explanted: product type programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen via an implantable pump. It was reported that a follow up visit was performed on (B)(6) 2016 and the "drp" was 12 months. One week later the pump starting ringing "every hours." When the hcp interrogated the pump, the "drp" was 9 months and the pump was in safe state (minimum rate). The hcp reprogrammed the pump but was not able to reprogram the initial parameters. It was decided to replace the pump. The patient did not receive an MRI. The issue was not resolved. The explant was planned for (B)(6) 2016. The patient status was alive - no injury. There were no reported symptoms.

Manufacturer narrative:
(B)(4).

Event description:
Further information was received that noted the pump was faulty. Clarification of illegible information was not obtained.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, serial# (B)(4), product type: programmer, physician. Product ID: 8870bbr01a, serial# (B)(4), product type: software. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
On 2016-oct-26, additional information was received from a foreign manufacturer representative (rep). It was reported the pump was implanted in 2010. There were no identified causes for the pump going into safe state and not being able to program the pump. The pump was confirmed to have been explanted on (B)(6) 2016. The patient was reported as "fine".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.